Manufacturer narrative:
H10: h6: the device, intended to be used during treatment, was not returned. Therefore, visual inspection and functional testing could not be performed. However, the initial event description stated that the handpiece tracker was bent. If the handpiece tracker was the aluminum design, a factor that could have contributed to this event is that the aluminum material can bend more easily due to the nature of the forces placed on the handpiece tracker either via the surgeon's hand, dropping it, or any other forces. The material has been changed to stainless steel which makes the part much stronger and less susceptible to bending, thus, reducing the likelihood of this problem. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review was performed and found 23 similar reports of the failure. This issue will continue to be monitored. A relationship between the device and the reported could not be established. The root cause of the reported event could not be determined. No containment or corrective actions are recommended at this time.

Event description:
It was reported that upon inspection in the service centre, the handpiece tracker (B)(4) is bent.